Event description:
It was reported the patient was not able to feel stimulation in the right leg. There was impedance testing and reprogramming according to available electrodes and they were able to capture right leg stim. They reprogrammed to capture right and left legs in all areas of pain. The patient was happy with reprogramming. There was high impedance of >10 ,000 ohms. The electrodes with the issue were no specified. Actions required as a result of the event included impedance testing and reprogramming. The product issue was reported to be resolved. There were no complications associated with the event. The event occurred during normal use. The patient¿s status was alive with no injury. Later, the doctor took an x-ray and it did not appear that the leads had moved. However, because stim was sporadic, and was not covering the right side as well, he would refer the patient to a different doctor for a removal and replacement of the leads only. They would replace with a paddle lead and keep the same implantable neurostimulator (ins). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# v775091, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v775091, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# v775091, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-56, lot# v775091, implanted: (B)(6) 2013, product type lead (x2); product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).